Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the operational instructions section of the device instructions for use, "before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." Based on the information received to date, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: per cnf: it was reported that the physician unpacked the device, activated the hydrophilic coating and found that it was fractured after pulling out a part. Then the physician pulled out the device again, but it was fractured as well. The device is expected to be returned before feb. 06th. There were no patient complications reported. Additional information: what was the patient condition following procedure? Stable was the problem associated with labeled use? Yes how was the procedure completed? Completed with a different device it was reported product is not available to return.